Event description:
The user facility in (B)(6) reported the cutter did not move properly. The surgeon replaced it with another cutter and completed the operation. There was no pt injury reported.

Manufacturer narrative:
Though requested from the user facility, the product lot number of the pack involved is not available. The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation.